Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 680 mg/dl and a bolus was delivered to address bg. Customer was hospitalized for the elevated bg and intravenous insulin was administered. Elevated bg was resolved and customer was discharged on (B)(6) 2019 with no permanent damage. Customer did not know cause of elevated bg; however, suspected the pump was not delivering insulin. As the event occurred in the past, tandem technical support was unable to determine cause.